Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products(reported). 00595204012 articular surface 5,6 size green/c-h 12 mm lot# 61989170. 65598204701 hatcp stem por tib plt sz 5 lot# 61902111.

Event description:
It was reported the patient was revised twelve years post implantation for instability and posterior dislocation(tibial). No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. H6 component code- suggested code: mechanical (g04) femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. No further analysis can be made. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Radio-graphs were provided and reviewed by a health care professional. Review of the available records identified the following: left knee arthroplasty with posterior subluxation of the tibia. There is posterior displacement of the tibia in relation to the femur in the images obtained, consistent with a subluxation. Radio-logic assessment: unable to confirm the reported event dislocation & instability. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.